Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ IV catheter had foreign matter. This was discovered before use. The following information was provided by the initial reporter: the catheter was burr.

Event description:
It was reported that bd insyte¿ IV catheter had foreign matter. This was discovered before use. The following information was provided by the initial reporter: the catheter was burr.

Manufacturer narrative:
Investigation summary: 3 photos were received for evaluation. From the return photo, it was unable to determine if catheter tip integrity was observed. Sample evaluation: the sample was not decontaminated by vendor 1 actual sample which only consist of the needle cover and catheter attached to the adaptor was returned for evaluation. No catheter tip integrity was observed on the sample. The investigation was not able to confirm what customer had experienced as no catheter tip integrity was observed on the returned sample. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of this incident cannot be determined.